Event description:
It was reported that during a craniotomy surgical procedure the compact speed reducer device "went through the patient¿s skull and continued to rotate." The reporter also stated that the device "did not stop or disengage." It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  The reporter stated that there was no harm to the patient and no medical intervention was required.   All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Since the serial number was not provided, it is unknown if the device has been returned for evaluation; therefore, at this time, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. Unknown serial number.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that it would not declutch. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.